Event description:
It was reported that the patient had a loss of therapeutic effect. The patient did not have a stimulation sensation. The patient had noticed in the past 6 weeks/months prior, she had noticed a change in her therapy. The patient would have pain and her husband would put the antenna to her implant and sync. The patient would then feel relief again. The device was not adjusted at all and the programmer confirmed therapy was on. The patients husband stated he was not using the on/off button. The patient noticed stimulation differently when she laid down. The patient had an upcoming appointment to program adaptivestim, which could help with that. There had been no trauma or falls. It was noted that the patient could have gotten used to the paraesthesia sensation, but the patients husband felt that didn¿t ¿make sense.¿ it was further reported that the patient had missed the last 2 programming appointments. The patients stimulator was controlled by her husband. Each time the patients device was programmed, the patient left happy and with good stimulation. Additional information was received on (B)(6) 2015 indicating that the stimulation was turning off. It was noted that there was no way that if that bolt of lightning was in the box that the stimulator was turning off, but it was noted that I was turning off. The patient would be in pain and they would hit the sync button and it came on and the stimulation was very soft and then it just amped up where they had to bring it down. The patient would get it so it was comfortably helping them bring the pain level from an 8 to a 3 or 4 and sometimes within 10 minutes they did not feel it and her pain was back up to 8. The patient had a bad fall and broke her ankle so they could not put her weight on it yet. It was noted that it might have moved because of the fall, there were no physical changes to the stimulator site. The patient had a memory problem and sometimes had a problem distinguishing between pain and paresthesia but they know the ¿dot dot dot dot¿[they knew] that feeling¿. It would be fine but then maybe 10-20 minutes will go by and the patient would have to manually sync and adjust it again. This started in 2014, a good 10 months to a year ago. In order to get the stimulation in the patient right butt/sciatic nerve stimulation had to amp up so much in her leg that they could not handle it. It was wondered if maybe the lead was not placed properly, the event date was (B)(6) 2015. The adaptive stimulation programming had never worked as expected and it was not working properly. It was just not working right, if it was working right the patient would have comfort all the time. The manufacturer representative programmed it sitting, standing, and laying positions and they were supposed to have to ¿fool with it¿ but never been like that ever. The patient was told to come in and they would try adjusting adaptive stimulation settings but it was not felt that the manufacturer representative had enough time to make the adjustments and wait 20 minutes to see if it goes off or what. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that when stimulation was increased the patient did not feel it. The patient had a fall 7-8 months ago and broke her ankle but had no change to therapy and it was not related to the issue. The consumer was able to connect to the implantable neurostimulator (ins) with the recharger and turn stimulation on and off. The patient programmer also connected to the ins and increased stimulation to 10 and the patient was not feeling it. Both devices showed the lightning bolt when stimulation was on. The consumer was going to schedule an appointment.

Event description:
Additional information received from the consumer reported that the patient met with a manufacturer representative and had some reprogramming which resolved the loss of stimulation. The patient's therapy was working well. The patient had fallen two weeks prior to the loss of stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).